Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests for her husband, within 5 minutes, using separate fingersticks. Results were 170, 130 and 33 mg/dl. He did not have any symptoms. She stated that he tests once a month and strips had been opened "for quite awhile." No supplies were availabe for control test. Her husband is not on insulin or oral meds. Uses confirmation dot for enough blood, but not color chart. The lifescan rep reviewed cleaning, coding, control solution and application of sample with the reporter.